Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was returned to pentax medical from a customer on 01/26/2017 with a concern of "suction channel blocked". Inspection of the unit was performed on 01/30/2017 where the quality control inspector found the following: -equipment serviced by non-pentax facility. -insertion tube non-pentax material. -image dark. -light carrying bundle bundle has less than 70% transmission. -passed wet leak test. -eto vent valve loose inner shaft. -passed dry leak test. -customer complaint confirmed. -pve connector frame non-pentax workmanship techniques. -primary operation channel blocked. -primary operation channel non-pentax material. -distal cap missing silicone. -elevator body sticking. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: -ed-3490tk video duodenoscope. -o-rings and seals. -deflector operating wire. -adjusting collar. -angle wire. -bending rubber. -segment attaching screw. -distal case/cap. -insertion flexible tube. -segment assy attaching screw. -rl pulley assy. -ud pulley assy. -connecting receptacle(2). -connecting receptacle (3). -eog valve assy. -staycoil collar. -segment staycoil assy imp-c/pb-free. -distal end w/ccd-m imp-t pb-free/nt. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on 02/13/2017.